Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hepatectomy, at bile duct with liver parenchyma, the surgeon fired the device and the handle showed excessive tissue thickness. After that, the surgeon used the cusa in order that the tissue will be less thick. At the second time, the surgeon closed the jaws on the parenchyma tissue and the handle showed number three of thickness. The surgeon then waited ten seconds and fired again. The firing was completed and when the surgeon pushed up to retract the knife, the knife stopped retracting and the jaws locked on tissue and did not open. The surgeon fired another reload around the reload that was stuck on tissue to extract the reload that was stuck on the liver parenchyma. There was unanticipated tissue loss and surgical time was extended for more than 30 minutes. It was also noted that there was an endoclip on the liver tissue. Based on the image, the adapter did not calibrate.

Manufacturer narrative:
D10: concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter (serial#: (B)(6); sigpshell, sig power sigpshell control shell (lot#: n1k0571y); egia60avm egia 60 artic vasc med sulu (lot#: n1b0586y) additional information: h3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the handle was displaying a remove reload screen. It was reported that the jaws of the device remain closed on tissue and the adapter did not calibrate as expected after loading. The instrument was difficult to fire but completed the firing sequence and after firing the device, there was resistance while attempting to retract the knife. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic right hepatectomy, at bile duct with liver parenchyma, the surgeon fired the device and the handle showed excessive tissue thickness. After that, the surgeon used the cavitron ultrasonic surgical aspiratorin in order to the tissue will be less thick. At the second time, the surgeon closed the jaws on the parenchyma tissue and the handle showed number three of thickness. The surgeon then waited ten seconds and fired again. The firing was completed and when the surgeon pushed up to retract the knife, the knife stopped retracting and the jaws locked on tissue and did not open. The surgeon fired another reload around the reload that was stuck on tissue to extract the reload that was stuck on the liver parenchyma. There was unanticipated tissue loss and surgical time was extended for more than 30 minutes. It was also noted that there were a lot clips on the liver tissue. Based on the image, the adapter did not calibrate.